Event description:
Customer reported via phone call that they were admitted in emergency room on (B)(6) 2021 due to high blood glucose and diabetic ketoacidosis. Customer blood glucose was 450 mg/dl at the time of incident. Customer current blood glucose was 280 mg/dl. Customer stated that they were experiencing symptoms feeling sick, headache, weakness, pain, increased thirst, vomiting. Customer was treated with insulin drip for high blood glucose. Customer stated that ketone test was positive. Customer was using auto mode feature during the incident. Customer was using insulin pump for 48 hours at the time of incident. The insulin pump gave alert for insulin flow blocked. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.